Event description:
It was reported that the right ventricular lead alert was triggered for high voltage impedance. Impedances have been 60-70 ohms and had climbed to 131 and dropped back to 100 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.